Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. The instructions for use were found adequate and state the following: "1. Method of use the device is intended for single use only and is not reusable. (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4) (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (8) keep the drainage bag below the bladder level without touching the floor. (Fig. 6) (9) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (Fig. 7) (10) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray comes up with 10 ea/cs and customer ordered 1 cs. Per customer the nurse did inform them today as they tried to use it and the first 2 foley catheters, it did not deflate, and they tried to use another one and it worked. 2 ea were defective. They have not checked the remaining 7 ea. Per customer follow up received on 19jun2024, nurse tested the catheter before inserting it into the patient, so the patient was not a factor.